Event description:
Patient was on vocsn vent at school. Caregiver reported that vent shut down with no alarm. Patient was taken to ER until another vent was delivered. Mother reports patient was not physically harmed.